Event description:
It was reported to MFR, by facility; (B)(6), per facility they had a bed center pivot bracket come loose and the bed allegedly dropped, causing the resident minor injury of back pain and some bruising. This was part of an early order of 170 beds that the pivot brackets were coming loose from the main frame which the facility requested a few brackets kits at that time; they are requesting 6 more bracket kits. (B)(4) entered no ra was issued to get parts back.